Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (B)(4), alleging that their onetouch verioiq meter was reading inaccurately erratic. The customer service representative (csr) contacted the patient on february 10 with follow up questions from medical surveillance and obtained the following information. The patient alleged that the product issue began at around 11pm on (B)(6) 2015. The patient reported obtaining blood glucose readings of ¿258, 311 and 178mg/dl¿ on the subject meter, obtained within 30 minutes of each other. The patient manages their diabetes with self-adjusted insulin. The patient reported developing symptoms of ¿jittery and confused¿ prior to obtaining the reported blood glucose results. The patient reported treating these symptoms with three packs of sugar after obtaining the reported blood glucose results. The patient reported testing their blood glucose again at 11.44pm and reported a reading of ¿218mg/dl¿. Prior to developing these reported symptoms, the patient last tested their blood glucose at 8pm. The patient reported a blood glucose reading of ¿178mg/dl¿ and stated that this was within their normal range. The patient reported continuing to take their usual dose of lantus at this time. The patient stated that they believed their symptoms were caused by taking this dose of insulin. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia while using the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/23/2015 and evaluated by lifescan product analysis on 4/27/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 04/13/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.